Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. A non-sorin screwdriver was used and the "click" was heard (but it was not attempted to unscrew the ventricular setscrew). Normal behavior was observed at atrial level. The device was kept implanted.

Manufacturer narrative:
(B) (4) labeling reviewed. (B) (4)